Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/01/2020. Additional h3 investigation summary: it was received for evaluation two empty opened foils, and two empty opened labeled winding former of product code j422, lot pl5835. Needle or suture was not returned. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pl5835, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020 date; and a suture was used. During the procedure, the needle popped off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.